Event description:
It was reported after implant of the device the patient began to feel pain around the ins. The pain was described as burning sensations and itching but with no cutaneous outbreaks. The sensations were continuous and became stronger until the pain was intolerable. The painful sensations persisted even if the ins was off and was not linked to the parameter settings of the device. Moreover, there was no infection. The surgeon decided to explant the ins. The painful sensations stopped immediately. The patient had experienced similar burning sensations with their previous device implant (reference MFR report # 3004209178200903038). An allergy test was performed with no results. The patient outcome was reported as ok.

Manufacturer narrative:
(B)(4): the device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.